Manufacturer narrative:
Concomitant medical products: 694758,lead, implanted:(B)(6)2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery voltage had reached end of service (eos), resulting in the charge circuit to timeout due to an extended charge time. It was further noted that the anti-tachycardia pacing (atp) and shock therapies would not be delivered because the charge circuit had inactivated. The crt-d had previously been programmed to no longer deliver atp and shock therapies and no further action was taken. The crt-d remain in use. No patient complications have been reported as a result of this event.